Event description:
During biomed testing the device displayed "system fault 36," "system fault 37," and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.